Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The biomedical engineer reported the loudspeaker needs to be replaced. The rse could not confirm if the speaker produced sound. The customer did not approve the quote for onsite repair of the device.

Event description:
Additional information was received that the device was not in clinical use.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Initial reporter phone # (B)(6).

Event description:
The customer requested a quote for a loudspeaker. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.